Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experience discomfort in the vaginal area with increased episodes of incontinence and a rough feeling area in her vagina due to an extruded sling. A partial explant and excision of the suburethral sling mesh under general anesthesia was performed.